Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurement spikes of greater than 3000 ohms. No noise was observed. The patients remote monitoring system displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude confirmed the pace impedance measurements of greater than 3000 ohms. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received that stated the patient will continue to be monitored and the device will be reprogrammed at the next in clinic visit. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurement spikes of greater than 3000 ohms. No noise was observed. The patients remote monitoring system displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude confirmed the pace impedance measurements of greater than 3000 ohms. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received that stated the patient will continue to be monitored and the device will be reprogrammed at the next in clinic visit. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurement spikes of greater than 3000 ohms. No noise was observed. The patients remote monitoring system displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude confirmed the pace impedance measurements of greater than 3000 ohms. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received that stated the patient will continue to be monitored and the device will be reprogrammed at the next in clinic visit. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that there was oversensing of the minute ventilation feature. Technical services discussed to program the respiratory rate trend feature off. The non boston scientific right atrial lead also exhibited high pace impedance measurements. The field representative would follow up with the physician. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurement spikes of greater than 3000 ohms. No noise was observed. The patients remote monitoring system displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude confirmed the pace impedance measurements of greater than 3000 ohms. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received that stated the patient will continue to be monitored and the device will be reprogrammed at the next in clinic visit. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that there was oversensing of the minute ventilation feature. Technical services discussed to program the respiratory rate trend feature off. The non boston scientific right atrial lead also exhibited high pace impedance measurements. The field representative would follow up with the physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurement spikes of greater than 3000 ohms. No noise was observed. The patients remote monitoring system displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude confirmed the pace impedance measurements of greater than 3000 ohms. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.